Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sn-uac device was being used during a polypectomy on (B)(6) 2020 when it was reported that "the active cord was connected to hot biopsy forceps (boston scientific mfg) and right after they hooked up for biopsy, the pedal was pressed and sparks flew from the active cord into the tech's hands and completely severed the cord near the connector closest to the instrument. No injury to either staff or patient; cord was switched out and procedure was able to be finished." The procedure was completed with an alternate same-like device. There was no report of injury, medical intervention, or hospitalization. The current status of the patient is reported to be "as expected". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The alleged failed sn-uac is not expected to be returned for evaluation and review. This complaint of failed device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have not been reviewed because the serial number of the device was not available. The service history of the device could not be reviewed because the serial number of the device was not available. (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked plastic or connector damage. These devices fail the inspection described here. In the presence of flammable gases, liquids, and/or oxygen enriched environments. Safety tips: never allow cables to be in contact with skin of the patient or operator during electrosurgical activations. Inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.